Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate (serratia spp.) Was misidentified as escherichia coli. The user noted completing bacterial culture and basic workup for the final result. No health impact or consequence reported.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of serratia as escherichia coli when using phoenix panel nmic/ID-481 (catalog number 449517) batch number unknown. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate (serratia spp.) Was misidentified as escherichia coli. The user noted completing bacterial culture and basic workup for the final result. No health impact or consequence reported.